Event description:
It was reported that during a routine change out, an interrogation note indicated that there was t-wave oversensing on the right ventricular lead. A parameter on the lead was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.